Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports that he is not receiving effective stimulation even at maximum amplitude. The patient reports he fell approximately 8 months ago, however; this issue recently occurred. Reprogramming was unable to resolve the issue. The patient was advised to follow up with his physician.